Event description:
A medtronic representative reported a vertek arm that does not lock properly. This was identified while in sterile processing. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement vertek arm shipped to site. Return of suspect device to manufacturer for evaluation is not expected.